Event description:
It was reported that the lens was removed intraoperatively form the pt's left eye due to a fractured haptic and capsule rapture noted upon insertion. Another lens of same model was implanted successfully and the pt's prognosis was reported as "excellent". Reference MDR# 1119279-2014-00258 for the intraocular lens.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.